Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 370 mg/dl. Reportedly, the customer loaded a new cartridge; however, the customer did not have backup insulin therapy and declined follow-up from tandem technical support regarding the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.